Event description:
Boston scientific crm received information that this lead exhibited high, out of range impedance measurements. An x-ray revealed a lead fracture.

Manufacturer narrative:
The lead was electrically deactivated and the physician elected to monitor the patient.